Event description:
It was reported that the flogard IV solution administration set had a crack in the IV line. This malfunction was identified during infusion of lasix. Therapy was re-administered. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.